Event description:
It was reported by customer that 2 fast-fix 360 devices were unable to deploy the t2. Device anchors were removed successfull from patient's anatomy

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.updated.